Event description:
It was reported that the cadd-solis vip pump presented an occlusion error. The nurse observed the error, and there was no interference with medication administration. There were no patient involvement and no patient harm. If this malfunction were to recur during patient use, it could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.